Event description:
It is reported that the provisional broke in half as the surgeon extracted with the slap-hammer.

Manufacturer narrative:
(B) (4). Evaluation summary: the crack passed through one of the a-p thru holes on the provisional midsection. The approximate field life of this provisional is 5 years; however, the actual number of uses is unknown. The crack initiation and/or fracture may have resulted from excessive force applied during removal from the stem using a slap hammer. Results/conclusions - as returned, the provisional has fractured mid way up the stem. The device history records indicate all components were manufactured and inspected to specification.